Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery (lcx). A 2.25 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed in order to be advanced with a non-bsc guide extension catheter, it was noted that the proximal stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.